Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and and had low blood glucose level. Customer current blood glucose level at time of incident was 3.1 mmol/l. Customer current blood glucose level was 9.5 mmol/l. The customer alleged insulin pump was over delivering because of because son had a low when she checked pump it says 60u left & reservoir only has 2 lines. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.